Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). The affected device has been returned to the manufacturer site for investigation and repair. Results revealed that no deviation could be reproduced during tests. The device was found to be working according to the specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed dashes and an error code appeared on the system panel during setup. The device was restarted but the error re-occurred. There was no patient involvement.